Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. The caller was able to reload the original cartridge and resume insulin therapy.